Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, c-83 and m-02 error on erbe was displayed. The customer called tech support while setting up for a procedure and reported the erbe was having faults on startup. Prior to calling in, the customer had power cycled the erbe and the device still faulted. The technical support engineer (tse) had the customer inspect the foot pedals and ensured they were free. The customer disconnected the foot pedals and the unit still faulted. The customer power cycled the da vinci and erbe and m-02 error was still present on startup. The procedure was converted to laparoscopic. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Isi fse turned on the erbe and issues were noted. The isi fse replaced the iesu as a prevention. The isi fse reviewed the system log and confirmed the errors. The system was tested and verified as ready for use. Isi received the erbe (iesu) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the customer reported complaint. Fa verified the issue after installing the unit on an in-house system and ran in normal mode.